Event description:
It was reported that during a routine follow up, the atrial lead exhibited high capture thresholds and high impedance. Lead fracture was suspected. The physician elected to monitor the patient. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4).